Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 08-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 502, 514 and 324 mg/dl. The customer¿s expected pm fasting blood glucose test result range is 180-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/24/2026 and open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: hi , date: (B)(6), time: 10:51 pm fasting, result 2: hi , date: (B)(6), time: 10:47 pm fasting, result 3: 502mg/dl , date: (B)(6), time: 8:16 pm unknown , result 4: 514mg/dl , date: (B)(6), time: 8:15 pm unknown , result 5: 324mg/dl , date: (B)(6), time: 8:08 pm unknown.